Event description:
Boston scientific received information that this right atrial (ra) lead was displaying out of range and inconsistent pacing impedance measurements, some were greater then 2000 ohms which triggered the lead safety switch (lss). A revision procedure was performed. Upon unscrewing the proximal setscrew evidence found that setscrew was not engaged. The lead was tested and reconnected to the device. All measurements were then consistent. There were no adverse patient effects reported.

Manufacturer narrative:
Both the lead and device remain implanted and in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.